Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the insulin pump not holding the reservoir properly but the insulin pump currently with the daughter. The customer¿s blood glucose level was 106 mg/dl. The insulin pump will not be returned for analysis.